Event description:
It was reported to philips that system was not powering up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found internal software errors. Upon troubleshooting, fse confirmed the suite pc hardware was working. On follow up visit, fse restored system backups and network settings and cisco firewall was installed. Fse found the m cabinet's control power module caused intermittent power-offs and software corruption. To resolve the problem, fse replaced the faulty control module and return the part for further analysis, but no failure found. After the replacing control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.